Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 4.7 cm diameter abdominal aortic aneurysm. The aortic neck was 5 cm + in length, it was 24, 26, 27, 28, 29, 27.6, 29 mm in diameter from proximal to distal and contained lots of thrombus. The left iliac artery was 3 cm in length and measured 13.5, 12, 10.5 mm in diameter from proximal to distal. The right iliac artery was 20 mm in length proximally and measured 24 mm in diameter. At 15-17 mm distally it was 13, 12, 11 mm in diameter. There is a stent in the external iliac artery. It was reported that after placing the 16/13/93 endurant limb and retrograde angiogram was done it was seen that the left hypogastric had no flow due to severe disease in the iliac. It was also reported that the patient may have sustained a pulmonary embolism. The physician stated the cause of the event is due to severe disease and plaque. The patient has not and will not receive treatment. No additional clinical sequelae were reported.

Manufacturer narrative:
Review of two still angio images during the index procedure showed that the patient has an endurant stent graft system implanted. The two images only showed the stents grafts below the flow divider; the aortic neck angulation and the implant position of the suprarenal stent could not be assessed from the images provided. The stent implanted in the external iliac artery was not visible in the images provided. The contra gate opened on the left side. The contra limb was placed into the contra gate with 3 cm overlapped, crossed the ipsi limb. An ipsi limb was placed in to the left common iliac artery without covering the left hypo artery. Retrograde contrast injection of the left iliac artery prior to implant of the ipsi limb showed patent left hypo. Per the calibrated catheter, the flow lumen of the left common iliac artery measured approximately 13, 12, 11 mm in diameter from proximal to distal. The flow lumen of the left hypo measured approximately 1, 2, 4 mm in diameter from proximal to distal. Retrograde contrast injection in the left iliac artery post implant of the ipsi limb showed no contrast flow in the left hypo; the left hypo artery was occluded. The ipsi limb and the left external artery are patent. Per the calibrated catheter, the od of the ipsi limb measured approximately 9 mm. The flow lumen of the left external artery measured approximately 6 mm in diameter. No other obvious stent graft issues were seen. The pre-implant, intra-op, and post-op CT films were not provided. The films that showed pulmonary embolism were not provided. The exact cause of the occlusion in left hypo and pulmonary embolism cannot be conclusively determined from the two images received. It is possible that the patient's anatomy, severe diseased and plaque left iliac artery, may have contributed to the occlusion in the left hypo.